Event description:
It was reported that the customer had an excessive failed battery test on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that we will send new batteries and a new battery cap. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.